Event description:
A foreign user facility reported that one (1) patient sustained a burn of unknown severity to an unknown anatomical area following treatment with a bios splendor x device. No report of serious injury or medical intervention has been received except for the initial report from the user facility.